Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The stored electrograms (egms) showed atrial tachy response (atr) with significant undersensing of atrial fibrillation (af). Further review was recommended. At this time, the device remains in service. No adverse patient effects were reported.